Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing and inappropriate shocks due to atrial fibrillation with rapid ventricular response. Technical services recommended device reprogram. The ICD will continue in monitoring until elective replacement indicator is reached. At this time, this ICD was reprogrammed and remains in service. No additional adverse patient effects reported.